Event description:
An ECG transmitter, part of the telemetry system, failed to indicate an alarm during a myocardial episode. Transmitter problems similar to this have occurred during the past nine months. Transmitters have failed even on a simulator. Batteries, leads and electrodes were changed.